Event description:
A customer contacted baxter's global technical service center to report a system error 2240 (indicating air in the set) on the homechoice (hc) machine during dwell 2. The home patient (hp) stated she noticed a supply bag had fallen and disconnected. Therapy ended and the hp would do a manual exchange. The tsr advised the hp to contact the peritoneal dialysis (pd) registered nurse (rn). Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention indicated at the time of the initial report.

Event description:
This is a spontaneous nurse report from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer services, the reporting nurse stated that on (B)(6) 2010 the patient was diagnosed with peritonitis and hospitalized that same day. The cause of the peritonitis was unknown. The nurse stated "patient was in training" and that dianeal solution was only used "during training patient to flush her". The patient was recovering from the event.

Manufacturer narrative:
(B)(4). The device was discarded. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter product surveillance spoke with the peritoneal dialysis (pd) registered nurse (rn), who stated there was no patient injury or medical intervention related to the event. The proper setup procedures were reviewed with the patient after the incident. This complaint for a system error 2240 (air in set) that occurred during dwell 2 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the supply bag fell and disconnected. The lot number was not provided; therefore a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).